Manufacturer narrative:
(B) (4). (B) (4). Results - the visual examination of the actual device found that the needle has a broken barrel. The full device evaluation is not yet complete. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B) (6) 2009. During the procedure, the needle detached from the suture when the surgeon grasped the needle-suture with a needle holder. There was no adverse consequence to the patient.